Manufacturer narrative:
The complaint was forwarded to the manufacturer and investigated. The manufacturer checked the associated documents and used a sample of the same type for a comparative investigation. The error characteristic could not be determined and the documents did not show any abnormalities. According to the documentation, all tests on the claimed sample during production were carried out in conformity and were carried out in conformity and evaluated as ok. Without the complaint sample, it is not possible to determine whether the product did not comply with the specification. The complaint is unjustified.

Event description:
A snare broke off in a patient while completing a filter removal, they were able to find the piece that broke off in the vessel so no further action was required. The broken snare was not retained.